Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not lock into the tibial tray. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified verification of correct part identifiers for a right insert and signs of use including dings around the extraction slot and a flared dovetail feature. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Reported event was confirmed by complaint sample evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.